Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia for several hours while using the ilet with an infusion set, later discovering a bent cannula and difficulty cocking multiple infusion sets from the same box; the user administered a subcutaneous correction with fast-acting insulin per clinician guidance and temporarily disconnected from the ilet, then completed a full supply change with guidance and resumed insulin delivery. Symptoms included elevated blood glucose without ketones or acute complications. Outcomes included correction with subcutaneous insulin, continued monitoring, and provision of replacement infusion sets. Investigation included troubleshooting and user education. Investigation of this case revealed a bent cannula and suspected infusion set insertion or deployment difficulty. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.